Event description:
Additional information received reported the health care provider was in the process of decreasing the dose/rate at the time of the event. The patient had right leg weakness. The patient was recovering and had regained a significant amount of function.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the hcp found a tumor (granuloma) the size of a dime on (B)(6) through x-ray. On the (B)(6) the patient had surgery to remove the tumor (granuloma). Per the patient the healthcare provider (hcp) told the patient that they developed it 2 years after implant. The patient felt that the tumor (granuloma) affected their ability to walk and had to use a walker for 5 years. The patient had constant falls the last 6 months. Per the patient, the healthcare provider (hcp) initially did a wrong myelogram to diagnose the tumor. The patient had no pain for 3 months after tumor (granuloma) removal, then she had therapy for 6 weeks, and the patient was able to walk with a cane; she then went home and 2 weeks later she was back to using a walker.

Event description:
Additional information received later reported the patient was scheduled for pump replacement on or about (B)(6) 2014, only to present leg weakness to the replacing physician. A CT with contrast on or about (B)(6) 2014 confirmed a granuloma. The pump replacement was then cancelled. Sometime between then and (B)(6) 2014 (specific date unknown to the company representative) a neurosurgeon removed the granuloma. On (B)(6) 2014, a consumer reported to the company representative that the patient still had occasional leg weakness with the right leg being greater than the left. It was noted the patient status at the time of the report was alive, with injury as the patient reported they still had some leg weakness. For subsequent events see manufacturer report # 3007566237-2014-03232.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the patient had an intermittent paralysis of the legs. The surgeon went in and recessed the granuloma and moved the catheter down. The device manufacturer representative didn¿t know the outcome or whether the patient was still receiving the therapy. It was also noted that the pump was also to be replaced that day due to "upcoming normal eos" (end of service) but they decided not to. No further information was available.

Event description:
It was reported the patient had an inflammatory mass/granuloma which was confirmed via computed tomography (CT) with contrast on the day of this report. The patient had weakness in their legs and urinary incontinence that started 4 to 6 weeks ago. The patient was scheduled for replacement, and it was noted they may undergo surgery tomorrow. The pump was used to infuse morphine, baclofen and clonidine.